Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted: photo review: the complaint condition that the guidewire was wobbly on the reported aiming arm could be confirmed according to the received video. Investigation selection investigation site: cq zuchwil / sustaining center. Selected flow: functional . Visual inspection: unfortunately, not the entire instrument construct got returned to synthes. The only part returned to synthes was the 03.010.407 aiming arm 130° for pfna blade. A visual inspection of the aiming arm didn¿t show any deformation/abrasion and or modification. Therefore, it can be assumed that the aiming arm was working as intended. Functional test: the returned aiming arm (03.010.407 aiming arm 130° for pfna blade) has been tested with a training set at synthes zuchwil campus. The functional test showed no miss function and/or too much wobbling as reported. The clearance between the mating parts is as intended. The instrument construct is working as intended. The buttress clicked as intended into the aiming arm. Therefore, with the returned aiming arm no mal-function can be detected. This means that the aiming arm is working as intended. Unfortunately, the rest of the instrument construct has not been returned to synthes. Therefore, the construct and its corresponding complaint cannot be replicated. Investigation conclusion: video analysis : the complaint states that the guide wire is having a too large clearance (e.g. But not limited to: wiggles too much, too much wobbling etc.) By the insertion test. The surgeon states that this clearance (e.g. But not limited to: wiggles too much, too much wobbling etc.) Is going to challenge the insertion of the guide wire into the nail. Figure 1: video shows wobbling (e.g. But not limited to: wiggles too much, too much wobbling etc.) Of the guide wire (red dotted line shows the wobbling segment of the guide wire. At this stage of the insertion the guide wire is having a large wobbling. Surgical flow according to our official surgical technique : 1. Choose aiming arm for pfna blade insertion 2. Prepare guide wire insertion 3. Option: position guide wire with aiming device not shown 4. Insert guide wire make a stab incision in the area of the trocar tip. Advance the sleeve assembly through the soft tissues in direction of the lateral cortex. Insert the sleeve assembly as far as the lateral cortex. Advance the protection sleeve to the lateral cortex using slight clockwise turns of the buttress nut. Prepare the passage of the protection sleeve by turning the internal drill sleeve. The surgeon complains that there is a clearance before tightening the protection sleeve. Figure 2: red circle shows large gap between sleeve and nail. To have a certain clearance before tightening is intended and needed to allow an easy assembly. There is no risk for patient and/or user by having clearance before tightening the construct to the cortical bone. As shown in the stg the surgeon should turn the buttress nut until the protection sleeve touches the bone. Figure 3: correct position of protection sleeve. As soon as the sleeve touches the bone (as described in the surgical technique (stg) for pfna blade see figure 3) the clearance will be resolved, the construct will be stable, and the procedure can be continued. Therefore, it can be assumed that if the instrument construct would be assembled as specified in the stg, the design is safe for patient and/or user. There is no need to change and/or update design specification. Due to the investigation above no manufacturing, design and/or specification issue can be detected. This means that it can be assumed that the design is working as intended. This indicates that the design is safe for patient and/or user. The cause of complained malfunction is a post-manufacturing caused and/or use related, therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part number: 03.010.407, synthes lot number: 8979525, manufacturing site: bettlach, release to warehouse date: may 16, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h4: manufacture date updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during the insertion of the proximal femoral nail antirotation (pfna), the hammer guide would not thread tightly together with the aiming arm for the pfna blade. Although, the setup was not tight the surgeon malleted the nail in. There was a surgical delay of five (5) to seven (7) minutes. No fragments were generated, and no new fractures were created intra-operatively. The procedure was completed successfully. The aiming arm for the pfna blade was reported as in good condition post operatively. The threaded part of the hammer guide was reported as worn out post operatively. Patient outcome is unknown. Concomitant devices reported: nails: pfna-ii (part number unknown, lot unknown, quantity unknown), hammer/mallet (part number unknown, lot unknown, quantity unknown), hammer guide (part 357.071, lot unknown, quantity 1). This report involves one (1) aim-arm 130° f/pfna blade. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3/h6: investigation summary: the complaint condition that the guidewire was wobbly on the reported aiming arm could be confirmed according to the received video. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. H11: d10: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.